Event description:
New information received indicates that no further changes were made. The patient was asymptomatic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for a routine check with increased impedance and capture thresholds on the rv lead. No other anomalies were noted. Further actions will be discussed with the physician.